Event description:
It was reported that the pt had increased drainage from her lumbar area incision site. The pt was diagnosed with a superficial wound infection. The pump and catheter were explanted. The pt recovered without sequela. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).